Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw driver/unknown lot number. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a piece of a screwdriver tip broke off and is stuck inside the handle with mini quick coupling. The reporter was not given any other information and does not know if this occurred during a surgery or whether it was during sterile processing. Reporter stated this is all known information as he wasn't present. This complaint involve 2 parts. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016 two screwdrivers, with the same part number as the originally complained screwdriver, were received with broken coupling. It is unknown if this second screwdriver broke during a surgical procedure and was determined to be reportable. This report is 1 of 2 (B)(4).

Manufacturer narrative:
Product investigation summary: the returned instruments were examined and the complaint condition was able to be confirmed as the handle coupling was found to be jammed, with a broken blade fragment visibly lodged in the mechanism. Additionally, the proximal portion of both returned screwdriver shafts were found to be broken and missing; approximately 1mm long x 2.4mm in diameter. Screwdriver shaft was unable to be removed from the handle with mini quick coupling. No definitive root cause was able to be determined; however, the failure mode is typically associated with rough handling and/or a lack of lubrication causing the coupling to seize. Note: the original product investigation contained a statement that the distal portion of the screwdrivers had broken. However, it was further clarified and confirmed that it was in fact the proximal portion of both drivers that had broken. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: january 07, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition a product investigation was completed: the returned instruments were examined and the complaint condition was able to be confirmed as the handle coupling was found to be jammed, with a broken blade fragment visibly lodged in the mechanism. Additionally the distal portion of both returned screwdriver shafts were found to be broken and missing; approximately 1mm long x 2.4mm in diameter. Screwdriver shaft was unable to be removed from the handle with mini quick coupling. No definitive root cause was able to be determined however the failure mode is typically associated with rough handling and/or a lack of lubrication causing the coupling to seize. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Relevant drawings for the returned instruments were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no material review reports, non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.